Event description:
After an implant duration of approximately 37 months, it was reported that the device was explanted because it showed eri status. No adverse patient side effects have been reported.